Event description:
It was reported that during follow-up high capture threshold was observed. The patient was not dependent therefore the device was reprogrammed to provide left ventricular pacing only. It was later reported that at a subsequent follow up capture threshold was still high and the lead was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.